Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient needed a revision from a total shoulder to a reverse shoulder due to pain. At the revision, the glenoid was found to be loose. Removed from the patient was an ar-9100-06s, ar-9106-02, ar-9150-19p and ar-7298.

Manufacturer narrative:
Update to patient identifier number due to missing numeral. Originally entered as (B)(6). Correct identifier number is (B)(6).